Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had multiple episodes of mode switch. Upon further inspection, it was noted that the issue was not due to atrial fibrillation but noise on the ra lead. The lead was replaced during device change out. The patient's condition after surgery is stable.